Manufacturer narrative:
Diasorin molecular llc received a complaint alleging false positive results on potentially 2 patient samples that resulted positive when using the simplexa covid-19 direct assay. Run analysis of the simplexa results from mol4151 lot# x9580n showed two different samples that resulted positive as follows: sample ID (B)(6): positive s gene (CT = 30.4), orf1ab (CT = 31.6). Sample ID (B)(6): positive s gene (CT = 34.6), orf1ab (CT = 33.8). At this time, the customer has not communicated which of these positive samples are suspected false positives. An email was sent 7/9/21 requesting this information, but the company representative in contact with this customer has not yet responded. It is noted that 1 out of 2 positive samples showed late detection with cts greater than 32 which indicates this sample is likely near the limit of detection of the simplexa assay. The customer's device and suspected false positive samples were not provided for investigation. Batch record review showed the critical component, reaction mix mol4151 lot# x9580n, met all qc release criteria prior to kit release. A total of 35 no-template control (ntc) replicates were run and resulted in zero (0) occurrences of false positives in either s gene or orf1ab targets. No malfunctions occurred during qc release testing. This is the 3rd complaint on mol4150 lot# x9140n for suspected false positive results. Retains of the suspected device were tested for a previous complaint on (B)(6) 2021 with 14 ntc replicates with zero (0) occurrences of false positive in either the s gene or orf1ab targets. No malfunctions occurred during retain testing. Issue unconfirmed. Potential causes for false positive results may be an instrument failure or error, an operator error, incorrect handling of reagents during testing or storage, or deviation from assay procedures outlined in the package insert. Without the customer's device or suspected false positive samples, it is not possible to determine a definitive root cause at this time.

Event description:
Diasorin molecular llc received a complaint alleging false positive results on potentially 2 patient samples that resulted positive when using the simplexa covid-19 direct assay. It is not known if another method was used to determine the positive results were incorrect. Even after instrument decontamination, the customer still suspects false positives are occurring. The customer confirmed the alleged false positive results were not reported to a diagnosing physician and no alleged harm occurred. Other than the patient sample ids, other patient information was not provided.